Manufacturer narrative:
(B)(4). Batch # t9248t. Additional information was requested, and the following was obtained: can you please follow-up to determine how it is the "clip deployed incorrectly"? Did the clip feed sideways into the jaws? Did the clip drop or eject from the jaws? Did the clip fire and was malformed (unformed)? What was the cause of the clip being broken? Did the jaws of the device break the clip? Response: the clips when deployed did not fully deploy and scissored, this happened multiple times, there was not undue tension between the tissue and the clip applier. This was again tested outside, and the clip applier fired in the same manner. We promptly asked for a new clip applier, went to place the clips in the same fashion and there was no issue. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and 12 clips were found inside clip track. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot/batch number t9248t, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy the clip deployed incorrectly and broke the clip. The procedure was completed with an alternate like device with no patient consequences reported.